Event description:
It was reported, that the device had miscellaneous request. No pole bracket on IV pump, alaris body cover damaged from the bottom, near the battery. Rear casing needs replacement. There was no reported patient involvement.

Manufacturer narrative:
Describe event or problem description updated. Imdrf annex g code updated. After investigation, this file is determined to be not-reportable.

Manufacturer narrative:
Device evaluated by bd service and not returned to manufacturing facility for evaluation. A review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 14 dec 2018. The review was performed from the date of manufacture to the present date 02 mar 2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device had alaris body cover damaged from the bottom, near the battery. Rear casing needs replacement there was no reported patient involvement. Miscellaneous request - no pole bracket on IV pump.

Event description:
It was reported that the device had miscellaneous request - no pole bracket on IV pump alaris body cover damaged from the bottom, near the battery. Rear casing needs replacement. There was no reported patient involvement.